Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a blank display issue. The customer¿s blood glucose was 8.0 mmol/l at the time of incident. Customer stated that the insulin pump just turned off the night prior to call. Customer reported that the blank display issue was not resolved even after multiple battery changes. No blank display troubleshooting was performed. The customer was advised that the insulin pump is being replaced and is expected to be returned for analysis.

Manufacturer narrative:
Pump passed the operating currents measurement, self test and displacement test. Pump was monitored for several days and no blank display anomaly noted, however pump had corroded battery tube. Pump had cracked battery tube threads, reservoir tube lip, minor scratched display window and stained address/serial number label.